Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Medical record review: vena cava filter was placed for prophylaxis against high risk of dvt and pe s/p motor vehicle accidents with multiple traumas. Approximately four years ten months post filter deployment, CT abdomen/pelvis showed the filter is tilted to the right at approximately 30 degrees. Several of the legs of the filter appeared to be extraluminal. One of the legs appears to be infiltrating the posterior wall of the aorta. Approximately one year later, abdomen/chest x-ray revealed two detached filter arms. One arm had previously embolized into the right hepatic lobe. The second arm is not visible on the current radiograph but does not appear to be within the cardiopulmonary system. Filter was removed the same day via rigid forceps. The previously detached filter arms remain in the patient. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Therefore, based on the medical records received, the investigation can be confirmed for limb detachment, perforation of the ivc and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged filter struts perforated into organs, the filter tilted and embedded in the wall of the ivc, and filter limbs detached. A detached limb remains embedded in the right hepatic lobe and the location of the second limb is unknown. The filter was removed percutaneously. The current status of the patient is unknown.